Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was not confirmed by failure analysis. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. The probable root cause of the customer-reported event could not be established as failure analysis could not confirm the customer-reported broken conductor wire failure. An additional observation related to customer complaint was that the instrument was found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had broken black conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noticed out of the ordinary. There were no fragments fell inside the patient.

Event description:
Refer to h11 for follow-up information.